Event description:
It was reported that the lead exhibited intermittent, large amplitude oversensing signals that were observed via an electrogram. The oversensing was reproducible with isometrics with numerous mode switch episodes noted. The lead was reprogrammed off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).